Event description:
The customer reported receiving a battery alarm error. The battery was changed and the insulin pump had a frozen display. The customer stated that the device was rested for two hrs and the device still was not functioning. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.